Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this right ventricular (rv) lead was analyzed. It was noted that the lead was returned in two pieces, severed between 8cm and 51cm. Both lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. The x-ray and visual of the lead body showed no signs of anomaly. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been surgically capped during a device downgrade by a different device manufacturer. Four years later it was reported that this lead was explanted due to an unknown product performance issue/malfunction by a different device manufacturer. No further information was able to be obtained. This rv lead was explanted and replaced. No additional adverse patient effects were reported.